Event description:
A field was selected for treating, it was irradiated with normal termination. Another field was manually selected, but the previous field details remained on the screen. The field was irradiated with normal termination. It was then noticed that the next field was greyed out (as having been delivered) when in fact the previous field had been delivered twice.